Event description:
A report was rec'd regarding a hemodialysis pt. It was reported an internal block leak occurred during the dialysis treatment. The pt had an approximate blood loss of 100ml. The facility reported that the pt rec'd a transfusion. In speaking with the rptr it was learned that the pt had a low hematocrit and hemoglobin prior to this incident having recently under going a surgical procedure. The pt continues hemodialysis. Of note: a request was made for add'l info, as of today, no further info has been rec'd.

Manufacturer narrative:
(B)(4).